Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient underwent an unrelated surgical procedure (date unknown). Postoperatively, the ipg would no longer communicate with external devices, and the error message ¿cannot connect to generator. A problem was found with the generator that could not be repaired¿ displayed. To address the issue, the physician explanted the ipg and replaced it with a new model. Postoperatively, effective therapy was restored.